Manufacturer narrative:
Other relevant device(s) are: product ID: micra, model #: mc1vr01-delsys, expiration date: (B)(6) 2023, serial#: (B)(4), UDI #: (B)(4), evaluation: no, dev rtn to MFR? No, mfg date: 16-jul-2021, labeled: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant of a leadless implantable pulse generator (ipg) that the patient experienced pericardial effusion / perforation which was noted by echocardiogram. It was noted that during the implant procedure temporary pacing wires were added. A thoracotomy and angiography were performed. The leadless ipg remains in use and the delivery system was removed. No further patient complications have been reported as a result of this event.